Manufacturer narrative:
Device not returned. Ccds and hospital staff have discussed the issues regarding the returned masks. Information requiring the evaluation for mask soiling and strap integrity when loading and unloading into chambers has been dispersed to sites. Not enough information to determine why mask didn't seal.

Event description:
User reported makeup on mask, did not seal. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.